Event description:
It was reported that during port placement procedure, the catheter was allegedly bent. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number . A device history record review was performed and the lot met all release criteria. Investigation summary: one power port MRI isp and one groshong catheter with preinserted stylet and flushing connector, one introducer peel-apart sheath and vessel dilator were returned for evaluation. Gross visual evaluation was performed. The investigation is unconfirmed for the reported catheter bent issue, as no bends on the catheter were noted. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2025),g3,h6(method). H11: h6 (result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 04/2025).

Event description:
It was reported during catheter placement procedure, the catheter was allegedly bent. There was no reported patient injury.